Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a false positive on a patient sample while using aries sars-cov2- eua assay. Aries initial testing sars-cov2 positive (the specimen was nps in utm. Positive for orf1ab gene (orf gene detected at 19.8). Customer confirmed that their was no freeze/thaw cycle with the aries, the results were ran right away on the aries). Aries repeat testing was not performed. Confirmation testing performed on hologic panther- not detected for sars-cov2.